Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported lockup issue. Physio then replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed system pcb assembly and determined that the cause of the reported issue was the single board computer (sbc) card located on the system pcb assembly. The sbc card was not seated properly which resulted in the device becoming locked up and unresponsive.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and the display was blank. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control confirmed the reported issue, but also observed that the power led was also lit and that the device was unresponsive when the buttons on the main keypad assembly were pressed. This behavior is consistent with a device lockup condition that could delay or prevent defibrillation if it were necessary.